Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead h6: all codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator for unknown mgu therapy. It was reported the patient started their trial in (B)(6) 2017 and the third day of the trial they developed an infection and health care professional removed the wires on the fifth day and they felt stimulation in the pelvic area. There were no further complications reported.